Event description:
The customer reported that there is a speaker operation fault. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The field service engineer (fse) determined the cause of the reported problem was the main board. The fse provided a quote to the customer for a replacement main board, as he determined it required replacement. At the time of report the customer has not yet accepted the quote if additional information is received the complaint file will be reopened.